Event description:
It was reported that the patient was scheduled to go home after her spinal cord stimulator implant. After waking up in the pacu (post-operative care unit) area at around 3:30-4:00 pm in the afternoon it was stated that her legs felt weak. She had no other symptoms or deficits related to the implant procedure. The orthopedic surgeon decided to keep her overnight for observation. The patient had an MRI of lumbar / thoracic spine done in the morning of (B)(6) 2013 of her lumbar/thoracic spine that looked good. No issues or spinal cord damage were noted on the MRI results. The cause of the issue was not determined. The products were still implanted. The patient was implanted with a new spinal cord stimulation and it was a first time implant. Patient status at time of this report was noted as alive with injury. Four days later it was stated that the patient was still hospitalized and working with physical therapy and hoping to be discharged in a couple of days. The surgeon had requested not to use the stimulator until the patient was back walking and discharged. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).